Event description:
Report received of the pump failing to detect air-in-line when the air sensitivity is set at low. It was reported that the pump was received in the biomedical department with an unsigned note that read: "beeps occlusion no matter what." The pump was tested by the user facility and failed to detect air-in-line and failed to sound when the bolus button was pushed. Reportedly, after cleaning the air detector (optics), the pump displayed "check cartridge." There was no reported adverse patient event while the device was in clinical use. Although requested, no additional information was available.